Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Provider states the recalled joystick will not turn off at times and then will not turn on at times. She was at home when it wouldn't turn on so she couldn't leave.